Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had received a beep anomaly. The customer¿s blood glucose level was 11.7 mmol/l. The customer stated that the pump had a beep anomaly and damage on the plastic ring at the top of the reservoir compartment was in tact. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and displacement test. The audio tone or vibrate feature on the pump functioned properly during testing. The insulin pump received with cracked battery tube threads, cracked case behind the pump near the battery compartment. (B)(4).